Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the distal part of the glass cap was detached and not returned. Known inherent risk of device is likely the cause for the observed glass cap detachment. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. In addition, analysis identified the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge and the metal cap was found to be detached. The fiber proximal to fracture could rotate independently of outer flow tube. The outer flow tubing open end exhibited minor scratch marks, severe contamination, likely biologic and signs of slight melting. The fiber was tested with hene laser fixture, aim beam is present at fiber tip. There were no signs of breakage along length of fiber. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with fiber and could rotate the fiber. Due to the observed glass cap circumferential fracture on the distal side, the potential for forward firing may exist. Based on the glass cap circumferential fracture at distal side and metal cap detachment, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture and metal cap detachment.

Event description:
Analysis of the device found that the distal part of the glass cap, and metal cap were detached. In addition, the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. Based on device analysis, the potential for forward firing may exist. No clinical complications to the patient occurred due to this event.